Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 for diabetic ketoacidosis (dka). The patient initially believed they had a viral illness due to feeling unwell and went to a local emergency room. At the emergency room, the patient was informed that their blood glucose levels were significantly elevated and was subsequently transferred and admitted to the intensive care unit (ICU). The patient reported that the treating physician instructed removal of the omnipod and indicated a concern that the device may not have been delivering insulin appropriately. The patient¿s blood glucose levels rose to 900 mg/dl while wearing the pod on the abdomen for longer than 48 hours. Reported symptoms included nausea and lack of energy (fatigue). The patient was diagnosed with hyperglycemia, dehydration, and hypotension. Treatment included intravenous insulin, intravenous fluids, and continuous monitoring. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.